Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump had a cracked case at the display window corners, cracked battery tube threads, minor scratches and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared using the esc and act buttons. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan of manual injections. The caller was advised to replace the insulin pump.